Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a significant discrepancy between sensor glucose (sg) and blood glucose (bg) values. The event involved product(s) unknown ngp. Troubleshooting was not performed. The sensor glucose value was 3.09 mmol/l while the capillary blood glucose value was 0.40 mmol/l. The difference between glucose values were not within the acceptable range. The customer reported the hypoglycemia was self assisted and treated with carbohydrate or glucose intake. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether auto mode feature at the time of the event. No further customer complications were reported. No product return is required at this time for unknon ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.